Manufacturer narrative:
Submit date: 1/11/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was an issue with the enteral feeding pump. The customer stated that the feed finished ahead of scheduled time.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the feed finishes ahead of scheduled time. The unit was triaged and the reported issue could not be confirmed. Accuracy testing was performed with no faults found and also re-certification testing was performed and passed. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.